Event description:
The referenced serial number etched on the pacer is that of a stride. Also, when the device is inquired, it indicates it's a stride. However, during the implant, the physician noticed that the pacer can reads marathon dr. This device was not implanted.

Manufacturer narrative:
Summary analysis: the device is a stride (294-05), but the logo side of the pacer can is etched "marathon dr". It was determined that this was due to an operator error which was not identified during the final inspection.